Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 51% to 9% in a four month time period. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and the patient was listed for device replacement, however; the procedure date has not yet been determined. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 51% to 9% in a four month time period. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and the patient was listed for device replacement, however; the procedure date has not yet been determined. No adverse patient effects. The device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis due to the health care facility preference.